Event description:
Approximately 15 minutes after the surface EKG leads had been placed on the patient, the EKG surface lead tracings on ep medsystems went from showing sinus rhythm to showing no tracings (flat line). All surface lead and ground connections were confirmed. Carto xp com unit (processing unit) was turned off and all surface lead tracings instantly returned. The carto system was rebooted. No further incidents occurred during the remainder of the case. There was no injury to the patient.